Event description:
Boston scientific received information that during patient routine follow-up, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range pacing lead impedance measurements of less than 200 ohms along with sensing measurement of around 3 mv. Fluoroscopy revealed no visual lead damage noted and all other electrical parameters were in normal range. The patient is not pacemaker dependent. The physician then decided to check the patient in the next period. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.